Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited a high impedance level with the bipolar lead, model 4261. An invasive procedure was performed to analyze the system. When the lead was disconnected and reinserted into the header, the lead impedance measurement returned to normal.